Manufacturer narrative:
The customer received a replacement device. Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device did not sense the patient load. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device did not sense the patient load. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The cause of the reported issue was isolated to the electrodes, and the finding indicates that the electrode pads were not removed correctly. The root cause was determined to be use error. Device is archived by stryker and the customer received a replacement device.